Event description:
Related manufacturer reference number: 2017865-2022-45522. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead and the right ventricular lead exhibited low impedance. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing lead impedance and insulation breach were not confirmed. As received, a complete lead was returned in two pieces. During electrical testing the lead was shorting due to procedural damage at the middle region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.